Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported multiple (B)(6) architect anti-hcv results on the architect i2000sr analyzer. The customer indicate the samples generated (B)(6) on the architect and were (B)(6) with an alternate method (B)(6). No specific patient/donor information was provided. No adverse impact to patient/donor management was reported.

Manufacturer narrative:
Abbott field service inspected the analyzer and observed wz valve pressure slope issues on multiple valves. The issue was resolved by replacing the valve, manifold kit (rohs), which was identified to be the likely cause. Service verified the system functioned as intended by performing successful calibrations and control runs. No additional discrepant results were reported. A review of the architect serial (B)(6)identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for valve, manifold kit (rohs) identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr was identified.